Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received additional information indicating that the patient underwent removal and replacement with mentor smooth round moderate plus profile 250cc saline implant, catalog # 3502250, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 200cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient will undergo removal of implant on (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a(B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 200cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with mentor smooth round moderate plus profile 250cc saline implant, catalog # 3502250, s/n (B)(4) on 6/28/2018. The device was returned to mentor without fluid inside. During initial evaluation an area of siltex cracking was observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed two rents on the anterior aspect, measuring approximately rent a 0.1 cm, and rent b 0.2, found within the siltex cracking. Microscopic examination of the edges of the rent a gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).